Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.168.000s; lot: l769339; manufacturing site: grenchen; supplier: frueh ag; release to warehouse date: february 13, 2018; expiry date: february 01, 2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2018. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018 a removal surgery of the femoral neck system was performed due to implant cut-out. Patient was revised to femoral head removal. Patient was originally implanted with a femoral neck system (fns) plate, an unknown bolt, an unknown antirotation screw, and an unknown locking screw on (B)(6) 2018 to treat a proximal femoral fracture. On an unknown date, postoperatively, it was discovered that the implants had cut out due to excessive telescoping and fracture malunion. During the revision procedure, the surgeon had difficulty removing the locking screw. There was less than thirty (30) minutes surgical delay reported. Patient outcome is unknown. This report is for a femoral neck system plate. This is report 1 of 4 for (B)(4) and captures the cut-out of the implants. The intraoperative event of difficulty removing the locking screw is captured in related complaint (B)(4).